Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the endoscopic radical resection of left upper lung cancer, after fired when severing the bronchus, the blade was difficult to return with abnormal weak motor sound, at last, the blade only returned 2/3 as the photo shows. The knife reverse button was loose, opened one new gun's packing, used this battery with previous gun, still could not return the blade. Opened the manual override door, found could not push or pull the lever as the photo shows. Used another device to extend jaw's gap to remove the device form patient. Checked the tissue with good cut line and staple line. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # r5991h. Investigation summary: the analysis found that one pse45a device was returned with the closing trigger and anvil in the closed position and the knife jammed, with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45g cartridge reload loaded on the device. The reload was received fully fired with the cartridge deck damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for hard objects getting into the cartridge and interfering with the knife path potentially jamming the mechanism and damaging the knife edge during device firing prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution; then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Manufacturer narrative:
(B)(4). Photographic analysis: two photos were provided. Picture one shows a handle of a device with the bailout door up. Picture two shows an anvil from the bottom side with a green reload loaded. The knife indicator can be seen partially advance 1/3 and the sled of the reload is in the distal end. Based on the picture alone the event described is confirmed. Please refer to device analysis for full analysis details.

Manufacturer narrative:
Product complaint # (B)(4). Visual/functional comments: a disassembled pse45a device was returned. The anvil had been separated from the body of the device and the knife bands were sectioned from the distal knife. On the deck of the anvil were multiple staples and a metallic band that was wedged in the knife slot next to the knife. Evaluation: the anvil was examined with an optical microscope and images of the surface were collected. The unknown band was then removed from the anvil by clamping it with a set of forceps and moving it back forth. The material was then placed in the scanning electron microscope (sem) which has an energy dispersive x-ray (edx) spectrometer attached that is capable of identifying the elements in a material. Page 2 shows the images of the material jammed in the anvil and an image of the material after it was removed. Note the inside surface of the material has the same arrangement of valleys that are found in ligating clips. Page 3 is an sem image and 2 different edx spectra of different areas on the band. The edx shows that the material contains only titanium which is consistent with a commercially pure grade of titanium. This is the metal that is used in ligating clips. Conclusion: the material that was wedged in the knife slot was made from commercially pure titanium which is consistent with the material used to manufacture ligating clips. Additionally, the features on the inside surface are the same that are found on clips. The shape, composition and geometry indicate that this metal was a ligating clip.